Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent exploratory laparotomy, bso, lysis of adhesions on (B)(6) 2008, due to right ovarian mass, multicystic. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with cystoscopy to treat stress urinary incontinence and hypermobility of urethra. It was reported that after (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.